Event description:
Thoracentesis procedure: the catheter was introduced into the cavity. Catheter threaded thru trocatheter, when trocatheter was removed part of catheter was sheared off and pt was taken to surgery for removal. Parts found and removed. Some parts were like chalk and others were larger and easier to remove.